Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. The reported no sound could not be confirmed. Log files analysis revealed a controller power up event on (B)(6) 2018, at 12:46:04. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 62% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 6 seconds. No alarms were logged within the analyzed period. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the most likely root cause of the reported "battery indicators turned red" was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controller with no sound can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d4, h10 additional products: d4: model#: 1650de/serial or lot#: (B)(6) / UDI#: (B)(4) / d4: model#:1650de/serial or lot#: (B)(6) / UDI#: (B)(4) / d4: model#: 1650de/serial or lot#: (B)(6) / UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller and two (2) batteries (bat211564, bat220656) were not returned for evaluation. One (1) battery (bat211353) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported no sound event could not be confirmed as the controller was not available for analysis. Log file analysis revealed a controller power up event on 03/dec/2018 at 12:46:04. The data point prior to the loss of power revealed that bat211353 was connected to power port one (1) with 62% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that bat211353 was connected to power port one (1) and bat220656 was connected to power port two (2). The controller was without power for 6 seconds. No abnormalities were recorded leading up to the loss of power and no alarms were logged within the analyzed period. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported "battery indicators turned red along with the alarm indicator on the controller" event was confirmed. The most likely root cause of the red indicator lights can be attributed to the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated capturing events involving the controller losing power. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controller with no sound can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. Additional products: d4: model#: 1650de / serial or lot#: (B)(6); UDI#: (B)(4); d10: yes, return date: 16-sep-2019; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67; d4: model#: 1650de / serial or lot#: (B)(6); UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2016-11-30, device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2016-11-30, device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was about to change batteries, both battery indicators turned red along with the alarm indicator on the controller. The patient did not hear any alarm, and quickly connected the replacement power source. The indicator lights on both the first battery and controller returned to normal after the connection of the replacement power source. The controller and second battery remain in use. The first battery was exchanged. No patient complications have been reported as a result of this event.